Manufacturer narrative:
The impella 2.5 was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6)-year-old (B)(6) male patient had impella 2.5 pump inserted in the right femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported the patient's right leg developed limb ischemia during pump support. Per the physician, the ischemia was cause by the impella device; however, there was no increase in blood potassium observed. The ischemia was treated by adding a sheath in the antegrade direction. No further information was provided.